Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reports to have a blank display screen. Customer's blood glucose was 213 mg/dl. During troubleshooting, it was found that insulin pump shows no signs of physical damage, insulin pump has not been exposed to moisture; contacts on battery cap are not missing; battery compartment is not damaged or corroded. After troubleshooting, display screen did return, customer was advised to monitor insulin pump and battery cap will be replaced as a courtesy. No further information provided.